Event description:
It was reported that during an elective ipg replacement surgery, the physician elected to replace the patient's extension. High impedances were noted during the surgery, as well as after the replacement. The extension was unable to be explanted due to scar tissue.